Manufacturer narrative:
The company rep examined the system and replaced the fluids module. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that a system message displayed during a procedure. Additional info was received. The reported event occurred during a cataract extraction procedure and the system was exchanged with another one to complete the surgery following a 5 minute delay. There was no injury or harm to the pt.